Event description:
Phaco machine was not reading the cartridge, therefore not allowing us to prime the machine. We switched the cartridge out 3 times, with the same error occuring. We then switched out the machine.